Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305106, lot: 3334821. Verbatim: rcc received a complaint via email. Email(s) attached. On 15nov2024, regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci- difficulty expelling dose. On 15nov2024, the reporter, who is the hcp, stated, ¿after the medication was drawn up the plunger would not go down and physician was unable to press the plunger down to inject the medication.¿ catalog #: 305106, lot #: 3334821.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3334821. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.